Manufacturer narrative:
The device has been returned, however investigation has not been completed. When the investigation is a complete, a supplemental report will be submitted with the results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - operating system bp3a.251105.015 cloud - hardware pixel 8 pro cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been in the emergency room with diabetic ketoacidosis (dka) on ((B)(6) 2025). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include ketones, dehydration and abdominal pain. The patient was treated with intravenous fluids and received unspecified treatment for elevated blood glucose. The patient was released the following day ((B)(6) 2025).

Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) from the continuous glucose monitor (cgm) when the pod was in automated mode. The pod was found to be manual mode for extended periods of time delivering at the user's set basal rate. No damages or defects were found that would affect the delivery of insulin.